Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient suffered a fall and was implanted with pfna nail, bolt, and blade construct on (B)(6) 2012. On an unknown post-operative date, patient complained of hip pain. Examination revealed fracture in the pfna. Patient returned to the or on (B)(6) 2012 for explant of hardware. Patient was revised with longer pfna nail construct. This is 2 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. Sem observations and findings led to the conclusion that the investigated implant broke.